Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer¿s blood glucose level was 26 mg/dl after waking up had 3 white eggs and cheese, juice and 1 piece of toast after which the blood glucose level went to 55 mg/dl. Customer did not mention any symptoms related to low blood glucose level. The insulin pump will not be returned for analysis.